Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2012. During the procedure, the device was not turning enough. It was stopping and did not have enough power to do the work. The procedure was completed by performing a median mini laparotomy.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatch 2210968-2012-07852, medwatch 2210968-2012-07853 and medwatch 2210968-2012-07855. The same patient is represented in each medwatch.